Event description:
It was reported that the device was explanted after an implant duration of zero days. On 05/10/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair. The decision was made to replace the valve.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information and the operative report was received on 05/10/2010. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
(B) (4) = unsuccessful ring repair.

Event description:
The account alleges that when the device is plugged into the wall outlet, an arcing condition appears at the wall outlet. There were no injuries reported as a result of this issue.